Manufacturer narrative:
(B)(4).

Event description:
It was reported during a bankart repair procedure, where the labrum was detached from the glenoid, that after drilling, the anchor was sent through the guide and when the anchor was pulled it broke below the sutures. The broken anchor was left in the patient unsecured. Another hole was drilled and a backup device was available to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture.